Event description:
Instant increased nerve pain after applying scar away topical roller. Frequency: at bedtime. How was it taken or used: topical. Reason for use: scar minimization following foot tendon repair surgery.